Event description:
Ous MDR - after an implantation time of approx. 46 months, it was reported that the lead had to be explanted due to oversensing.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The analysis of the lead showed ligature markings about 22 cm distal of the is-1 connector pin. Further inspection showed multiple signs of abrasion along the lead. Especially between 55 cm and 56 cm distal of the is-1 connector pin, the insulation was severely damaged due to fraying. This damage has with high probability led to the clinical observations. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Considerable lead movement and the associated friction at possibly changed tissue should be considered as cause. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The analysis did not show any other deviations that could be related to the clinical complaint. The check of the conduction passages did not indicate any conductor fractures. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or a manufacturing error.